Event description:
A 1.5 mm x 6 mm sprinter rx dilatation balloon catheter was used to pre-dilate an unk lesion. The lesion morphology is unk with 70-80% stenosis. It was reported that the balloon was advanced to the intended lesion site and upon inflation of the balloon, the balloon ruptured at a pressure of 6 atmospheres. The balloon was successfully removed from the pt as one unit. Another sprinter rx dilatation balloon catheter of the same size was used to successfully treat the lesion. No clinical sequelae were reported and the pt is reported to be fine. Medtronic has received the device and its analysis has been completed. The balloon material over the proximal side of the inner marker bend is bunched and shows an area of damage. This indicates that the balloon most likely snagged on something while it was being advanced distally. There appears to be a hole in the center of the damaged area. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.